Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration). H6 codes: health effect - clinical code - e2010 needle stick/puncture.

Event description:
Dexcom was made aware on 9/15/2024, that on (B)(6)2024 the patient experienced a skin reaction. The sensor was inserted into the arm on (B)(6)2024. The patient experienced a skin reaction with redness and bumps at the needle puncture site which occurred the day the sensor had been inserted in the arm. On (B)(6)2024, the patient also had an x-ray to see if the wire was left under the skin, which was negative. The area was prepared with soap/water before placing the sensor on the body and clindamycin, oral, 300 mg 3x a day, 10 days probiotic once a day after from an emergency room visit. The patient was fine and healing at the time of the report. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional event or patient information is available.